Event description:
Ous MDR - after an implantation time of about 7 months, inappropriate shock deliveries were reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, fraying of the insulation was noted 24 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode in this area. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that might provide information on the positional relationships of the implanted system in the body were not available for analysis. All other damage at the lead probably is a result of the explantation process. There were no indications of material defects or manufacturing errors.